Event description:
It was reported that during a percutaneous transluminal coronary angiography/stent procedure inflation above rbp (contrary to instruction for use), resulted in a filling of the stent delivery system proximal to the delivery balloon. This area would not deflate. The device was removed, and vessel closure occurred. It was suspected that c-flex separation occurred; however, inspection of the device upon removal did not confirm this. Two stents were used to successfully treat the area. Reportedly the pt was stable two days post procedure.